Event description:
Same case as MFR # 2134265-2008-02645. It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The patient presented to the emergency department with an st elevation myocardial infarction (mi). The patient was treated with thrombolytics and transferred to another hospital for cardiac catheterization. A 3.0x20mm taxus express2 drug eluting stent was deployed in the mid right coronary artery (rca) at 14 atm for 30 seconds. There was significant residual stenosis at the proximal stent margin; therefore a 3.0x12mm taxus express2 drug eluting stent was deployed at 12 atm for 30 seconds in the mid rca, overlapping the proximal edge of the first stent. Final angiography confirmed a widely patent vessel with negligible angiographic residual within the stented segment and timi grade iii runoff distally. Medications received included heparin, aspirin and plavix. Four months later, the patient presented to the emergency department with chest pain, bradycardia and st elevation mi. The patient was treated with thrombolytics and transferred to another hospital. Angiography revealed 99% narrowing and associated thrombus and slow distal flow. A 3.0x24mm taxus express2 drug eluting stent was positioned to cover the area of focal restenosis within one of the stents and also to cover the entire area of thrombus. The stent was deployed at 16 atm, withdrawn a few millimeters and then inflated to 18 atm to be sure that the areas of stent overlap would be well expanded. Final arteriogram performed revealed 0% residual narrowing and timi grade iii flow with no apparent embolization of the thrombus. Medications received included angiomax (discontinued at the end of the procedure) aspirin and plavix. Procedure was tolerated well and without apparent complications.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this particular top assembly batch number found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply, and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.